Manufacturer narrative:
Additional information was received on january 24, 2023. The capsular contracture is baker grade iii. The explant date was rescheduled to (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a primary breast augmentation with a 380cc mentor smooth round high profile prosthesis and experienced postoperative right-sided capsular contracture. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.